Event description:
Elderly male with recent history of pigmented irregularly shaped nodular skin lesion. Undergoing wide excision melanoma, left shoulder with sentinel node biaxial, full thickness skin graft. The ethicon ligaclip mca (reprocessed) had debris in packaging. Observation was made prior to opening packaging, not used on patient.